Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, battery voltage 2.80 volts; pre-approaching recommended replacement time (rrt).

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity as the device was implanted in 2012 and was nearing elective replacement indicator (eri). No patient complications have been reported as a result of this event.